Event description:
It was reported that pen needle 32gx4mm 14 pack was unable to deliver medication. The following information was provided by the initial reporter: patient, was admitted to hospital in early (B)(6), where she received several boxes of xinyourui's products. Blockage was found when installing new needle exhaust two days ago. It can be used normally after replacing a new needle. She has a history of diabetes for more than 20 years, and have been using bd products. The injection liquid is not clear, and there is no bending state of the needle core in the feedback of the blocked needle. The customer is excited and suspects that there is a quality problem of the product and the product is reserved, so the manufacturer needs to help confirm the quality of the product.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Based on the investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32gx4mm 14 pack was unable to deliver medication. The following information was provided by the initial reporter: patient, was admitted to hospital in early october, where she received several boxes of xinyourui's products. Blockage was found when installing new needle exhaust two days ago. It can be used normally after replacing a new needle. She has a history of diabetes for more than 20 years, and have been using bd products. The injection liquid is not clear, and there is no bending state of the needle core in the feedback of the blocked needle. The customer is excited and suspects that there is a quality problem of the product and the product is reserved, so the manufacturer needs to help confirm the quality of the product.